Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacture representative (rep). It was reported that at the moment of surgery everything looked good, and there was no suspect that there would be post-operative complication in bleeding. The hcp noted surgery was completed with no complications and hemostasis appeared good. It was noted that post operatively the patient reported abundant drainage and seroma up to 10 days after surgery. The hcp noted there were no symptoms or complications during surgery. The patient was listed as alive with no injury at the time of the report. Additional information from the rep on march 27th reported the post-operative seroma was treated with drainage and reoperation. The rep noted the patient was taken back into the operating room to remove the seroma. It was noted the information was confirmed with the hcp.